Manufacturer narrative:
Baxter is in the process of inspecting the allen advance table us. There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the bed at this time. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that allen advance table us casters were not holding when locked. The table was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Several types of specialty tops can be attached to the allen advance table to permit surgical access and 360° radiolucency for various types of surgical operations. The patient can be secured into various operable positions from the supine, prone, or lateral position. Electronic controls on the allen advance table pendant permit the adjustment of table height, angle, tilt, and auxiliary function for the lateral top. The allen advance table contains electronic locking casters that permit the allen advance table to be moved and locked into position by use of an electronic control on the allen advance table pendant. Baxter field service technician went to the account and inspected the table. Upon inspection, it was found that the left side brake casters was faulty. The technician replaced the brake caster to resolve the reported event. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of a brakes not holding were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report stating that allen advance table us casters were not holding when locked. The table was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Several types of specialty tops can be attached to the allen advance table to permit surgical access and 360° radiolucency for various types of surgical operations. The patient can be secured into various operable positions from the supine, prone, or lateral position. Electronic controls on the allen advance table pendant permit the adjustment of table height, angle, tilt, and auxiliary function for the lateral top. The allen advance table contains electronic locking casters that permit the allen advance table to be moved and locked into position by use of an electronic control on the allen advance table pendant. Baxter has contacted the account requesting the device to be returned for inspection. The account denied service and/or repair. Therefore, baxter is not able to determine the root cause of the alleged malfunction or product issue. Baxter is completing this complaint due to the amount of time. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of a brakes not holding were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report stating that allen advance table us casters were not holding when locked. The table was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.